Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. (B) (4) no anomalies found, however blood was noted in the helix mechanism and the distal conductor was distorted on visual inspection.

Event description:
It was reported during the implant procedure that the setscrew was stuck and the lead was replaced. The device and lead were not implanted. No patient complications have been reported as a result of this event.